Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28-jul-2010. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report a possible right side deflation and pain. Additionally, healthcare professional reported a right side deflation and capsular contracture, baker grade ii. Device has been explanted.